Event description:
It was reported that the t:connect logbook was duplicating bolus and carb data. There was no impact to the patient.

Manufacturer narrative:
If the device is rec'd for evaluation or new info becomes available, a f/u report will be submitted.